Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is a duplicate of (B)(4). All future information will be reported under that complaint with MFR # 2520274-2015-15747. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it has been confirmed that (B)(4) is a duplicate of (B)(4). As a result, the medwatches associated with this complaint ((B)(4)) are being rescinded. All further, reportable information will be reported via MFR # 2520274-2015-15747.

Manufacturer narrative:
Date of postoperative plate breakage is unknown. Reportedly occurred eight (8) postoperative, on or around (B)(6), 2014. This report is for one (1) unknown screw. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a patient underwent an open wedge hto procedure on (B)(6), 2014 during which a tomofix tibia plate was implanted along with screws. At approximately eight (8) weeks postoperative, the plate broke at hole d. The broken device (and screws) was explanted during a revision procedure on (B)(6), 2015. No additional patient outcome information is available at this time. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).